Event description:
As reported by edwards field clinical specialist, during insertion of a 14f esheath+ into the patient, difficulty was encountered. Access of the sheath was on the right side and the vessel was not pre-dilated. Upon removal of the esheath there was damage to the tip. The damage on the esheath was on the liner and was 'horizontal and jagged'. It was initially reported that there was damage to the tip of the esheath. There was no withdrawal difficulty. The esheath will not be returned for evaluation. There was no harm to the patient. The patient's minimum luminal diameter (mld) measured 8.0mm with mild tortuosity and mild calcification.

Manufacturer narrative:
The investigation is ongoing. Device was discarded.

Manufacturer narrative:
Update to h6 (component code, type of investigation, investigation findings, and investigation conclusions) and h10 to reflect engineering evaluation. The 14f esheath+ was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The esheath+ IFU, commander delivery system IFU, s3u, commander, esheath+ preparation manual and s3u, commander, esheath+ procedural manual were reviewed for instructions and guidance. The procedural manual provides guidance on vascular access. Access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than the minimum recommended should be carefully assessed prior to the procedure. In addition, the manual provides guidance on system advancement force best practices. The following best practices may be considered for a thv procedure at the physician's discretion. Additional considerations should be made for the presence of tortuous anatomy, small vessel diameters and/or calcification. Crimp technique verification - utilize proper crimp technique by performing 3x crimp for 5 seconds every time. This ensures the appropriate crimp profile for the valve to be inserted through the sheath without adding to system advancement force. Vessel dilation prior to sheath insertion - an additional dilator is included with the system for vessel dilation as needed. Utilization of a stiff wire for initial sheath insertion, then switched out with a standard wire - use of a stiff wire (for peripheral access only) can be used in cases with peripheral tortuosity (for example, supracore or lunderquist). This method may be utilized for straightening the vessel anatomy for access, but not for valve crossing. Sheath seam orientation - insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance sheath insertion angle and short movements - system advancement force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification. Perform shallow stick/puncture so that sheath is parallel to leg. Use short movements and push delivery system closer to sheath hub. Imaging confirmation - if system advancement force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty introducing the sheath was unable to be confirmed while the complaint for sheath distal tip torn was empirically confirmed from the follow-up information. However, as the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported 'during insertion of the esheath+ into the patient, difficulty was encountered'. Follow-up information reveals mild tortuosity and calcification. Per IFU/training manual 'push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification.' Tortuosity can subject the sheath to sub-optimal angles that lead to increased friction/resistance during sheath insertion. Calcification can create obstacles to navigate and even reduce the vessel luminal diameter creating a constrained effect on the sheath contributing to the experienced difficulty. Per the complaint description, 'upon removal of the esheath there was damage to the tip. The damage on the esheath was on the liner and was horizontal and jagged'. Follow-up information revealed the tip was likely torn, which is characteristic events describe in a product risk assessment. While a conclusive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, follow-up information reveals mild tortuosity and calcification. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification'. Tortuosity coupled with protruding calcification can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity/calcification) may have contributed to the complaint events. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor pra is required at this time. A product risk assessment and CAPA was previously initiated to document investigation and assess risks for the issue. The CAPA captures process improvement activities regarding tip expansion and was identified during previous investigation.